Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient with left arterial line which does not occlude often, it is necessary to manipulate and permeabilize with a syringe, the patient must keep his extremity in one position because if he moves, he does not register radial blood pressure or the figures do not correspond to it. The same problem has occurred with three different patients." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00343 and 9680794-2025-00294.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "patient with left arterial line which does not occlude often, it is necessary to manipulate and permeabilize with a syringe, the patient must keep his extremity in one position because if he moves he does not register radial blood pressure or the figures do not correspond to it. The same problem has occurred with three different patients." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time. Associated MDR numbers include: 9680794-2025-00345, 9680794-2025-00343, and 9680794-2025-00294.